Event description:
"Dealer had barr drop arm commode returned. Model 6599 with lot# rm111101. States the right leg (as you sit on commode) has the weld starting to crack by the crossbrace. This has caused the leg to bend in. Sending out a warranty on order (B)(4) as a replacement."